Event description:
The customer stated that they received the ausab quantitation panel letter from abbott and requested a conference call to discuss the ausab quantitation bias and possible incorrect anti-hbs titer values from 2006 timeframe. It is unk if there is impact to pt management reported by the customer.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.